Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted, unable to pressurize, unit had circuit on. Found 2 bad cap diaphragms, control (green) and limit (blue). Also found power knob spinning and out of alignment. Replaced diaphragms and knob. Performed 2k pm per manufacturers specifications. Passed patient circuit calibration and vent performance check.

Event description:
The customer reported the patient was taken off of hfov to suction and when placed back, they couldn't get the vent to restart. They quickly switched to another vent so there was no patient compromise". Carefusion technical services referred customer to the units operator manual troubleshooting section for additional assistance.